Manufacturer narrative:
The lead was returned with no reported event. A malfunction based on analysis was found. As received, a partial lead was returned in one piece. Final analysis noted a breached outer insulation degradation distal to connector boot. No other anomalies were identfied.

Event description:
This report is to advise of an event observed during analysis.